Event description:
It was reported by a facility (united kingdom) that an elderly person was reported to have been found at approx 3:00am with the head through the foot end of the upper body cot side and the body sitting on the floor.